Manufacturer narrative:
Bed was inspected by primus medical on (B)(4) 2014. The inspection determined that the bracket where the head high-low actuator mounts onto the backbone of the bed frame broke off. A new bed frame was delivered to the facility on (B)(4) 2014. This problem has been assigned CAPA # (B)(4), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Customer called and said that they had a bed with a broken weld.